Event description:
During a stent repair of an abdominal aortic aneurysm, an angiographic pigtail introducer guidewire was retained in the aneurysm sac. A stent was placed over it to trap it and prevent migration. No patient injury.